Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has been experiencing high blood glucose for two weeks. Blood glucose value is 578 mg/dl; treated with manual insulin injection and insulin pump. Customer experienced nausea, vomiting, excessive thirst and urination. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime; insulin did exit the tubing. Customer did not find an insulin leak. Time and date are correct and is unsure about the basal rates and bolus wizard settings are unknown. Customer removed the infusion set and the cannula was bent. Last reading was 528 mg/dl. Nothing further reported.